Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
New information related to the section e - initial reporter was provided. Moreover, a correction of fields # d1 brand name, # d4 version or model and # e1 event site address was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit, d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800, e1 - name and address - previous name and address: (B)(6). The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer. The air module was replaced however that did not solve the problem. Further investigation revealed that expiratory cassette were defective and needed to be replaced. Despite several requests, we didn't receive the confirmation of replacement of the expiratory cassette nor any part returned for investigation. Therefore, no root cause can be established. The flow transducer test checks the inspiratory and expiratory flow transducers. During this test, the different subsystems concerned are compared. The difference between the subsystems must not be more than ±0.3 l/min. The flow transducer test will pass if the result of this check corresponds to the old calibration factor from a previous pre-use check. The same expiratory cassette must be used. The new calibration factor for the expiratory flow transducer may not differ more than -10% to +15% from factory calibration.